Event description:
It was reported that the pt experienced withdrawal due to a missed refill. The symptoms were a headache and vomiting. The pt's symptoms began around the end of (B)(6) 2010. The oral medication was being increased. It was further reported that the pt had been hospitalized in (B)(6) 2011, in (B)(6). While the pt was in the hospital, the pump was reprogrammed to have the refill date pushed back. The refill date was originally set for (B)(6) 2011. An alarm was heard, but telemetry had not been performed. The drugs in the pump at the time of the event were hydromorphone and bupivicaine.

Manufacturer narrative:
(B)(4).